Event description:
The user reported that during an interventional procedure the device gauge needle did not move. No harm or injury was reported.

Manufacturer narrative:
Device eval: one used suspect device has been returned for eval. The user did not indicate if this was the initial use of the device. The eval is in process. A follow-up report will be submitted when the eval has been completed.